Event description:
Addition information received noted that the infection was hepatitis c. The infection was unrelated to the device.

Event description:
It was reported that the patient presented during clinic, symptomatic of infection. The pacemaker was explanted and replaced on(B)(6) 2023. There were no patient consequences.